Event description:
Sales rep. Called and informed that: "surgeon believed that the shunt and the ventricular catheter were not flowing properly and he decided to explant them and revise with new products. The explanted products were a codman programmable valve with a siphonguard and a bactiseal catheter; however, the product codes and lot numbers are unknown. Both products were sent to the hospital pathology lab, and it may take approximately one month to release them for evaluation. No other details available at this time".

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Complaint samples were not returned to codman, and products lot numbers and/or serial numbers are unknown; therefore, the evaluation could not be performed. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time; however, if the complaint sample(s) becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. Device not returned.